Event description:
This 47 year old man with a history of obstructive sleep apnea was treated with bipap. Although his apnea hypopnea index was low, the device inappropriately increased his inspiratory pressures because of sensing vibratory snores. This occurred on multiple nights. Erroneous detection of "vibratory snores" and resultant inappropriate increase in machine pressure is a known defect in respironics devices.